Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were burnt. There was some evidence of blood. The device was tested for deactivation after releasing the toggle. The device did not always fully deactivate when the tool was in the straight position, outside the cannula. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "would not cauterize" could not be confirmed. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 would not cauterize, it ''locked out.'' A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.